Event description:
The central monitoring system (cns) has a blue screen, and there was no causal event as far as the customer knows. Upon reboot, the screen states showing an "inaccessible boot device" message. MFR ref#:8030229-2014-00049.